Event description:
Device 1 of 3. Reference MFR report # 1627487-2012-00841 and 1627487-2012-00842. It was reported the pt ((B)(6)) is not receiving stimulation in the left leg. In addition, the pt is reportedly experiencing vibrations in the ipg pocket. The pt was advised to temporarily discontinue use of stimulation. An appointment with the physician has been scheduled for further review.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.